Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol flat mesh. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol flat mesh. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with incarcerated incisional hernia, thereby underwent open repair with the implant of bard flat mesh. Per operative notes, ¿the hernia sac was cleared from the fascial margin. Then a bard flat mesh was tacked down as an onlay using sutures.¿ (B)(6) 2015 - patient was diagnosed with post operative wound fluid collection, thereby underwent open repair with wound vacuum-assisted closure (v.a.c.) Placement. Per operative notes, ¿the wound was blistered on the mid to right lateral aspect. There was a thick fluid collection. The bard flat mesh was exposed at the base of the wound. Then the wound v.a.c. Was performed.¿ (B)(6) 2016 - patient was diagnosed with non-healing wound with chronically infected mesh, thereby underwent open repair with removal of bard flat mesh. Per operative notes, ¿the wound has continued to contracted down with failed progression. There was an exposed bard flat mesh and it was completely removed. Then the wound debridement procedure was performed.¿ attorney alleges that the patient had pain, infection, wound exploration and debridement of mesh, scarring and exposed mesh.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 7 months post implant of bard flat mesh, patient was diagnosed with infection, abscess and impaired healing thereby underwent repair with removal of mesh. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Note, the manufacturing date (15-sep-2014) is considered to be a best estimate. Update fields: a2, b2, b3 (date of event), b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d.6b (date of explant), e3, g1, g3, g6, h2, h4 (manufacturing date) h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned